Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the infusion was not keeping up and there was poor aspiration and the cutter was not cutting. The cassette and probe were exchanged to complete the case. There was no harm to the patient. There were no samples saved for evaluation.